Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that myopotential oversensing resulting in inhibition of pacing was observed via review of electrogram (egm) strips. The device was reprogrammed; however, inappropriate automatic mode switch episodes due to far r wave oversensing was noted. Further programming changes were implemented. Subsequently, the device was electively explanted during rv lead revision. The patient condition was stable.